Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Rhythmcare discussed possible causes and provided further troubleshooting options to be considered at the next follow up appointment. The device was reprogrammed to a different vector to mitigate further out of range measurements. This lead remains in service. No adverse patient effects were reported.